Manufacturer narrative:
No frozen display was noted and the time advanced properly. No unexpected excessive no delivery alarms were noted and the insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer's father reported via phone, the insulin pump froze up and is unresponsive. Customer's father attempted to resolve the issues by changing the battery three time and issues persists. Customer's blood glucose was 400 mg/dl. Troubleshooting for frozen display was performed and it was found time advanced so troubleshooting for keypad anomaly was performed. Customer's father does not recall any significant events which may have led the keypad issues. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's father agreed to return the device. Customer's father also mentioned that no delivery alarms continued after they had called for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.